Event description:
It was reported that the insulin pump over-delivered insulin and that the customer experienced low blood glucose. The caller believed that the insulin pump had a delivery anomaly. The customer's blood glucose was 3 mmol/ l. The caller stated that the blood glucose was normal and stated that the customer did not require medical treatment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.